Event description:
The customer reported the ventilator alarmed due to low inspiratory pressure and low volume. The customer reported air was venting at the rear of the unit and no volume was delivered to the test lung during testing. The customer performed extended self testing (est) and reported est failed due to a crossover circuit fault. As the device was out of warranty, the customer ordered a crossover solenoid to address the reported problem.

Manufacturer narrative:
Device is out of warranty; no request by customer for manufacturer service.